Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The returned specimen samples were tested with the following results: sid 1 alinity I syphilis tp: 0.72 s/co (non-reactive) mikrogen recomline treponema igm: negative (tp47 and tmpa; very low intensity) mikrogen recomline treponema igg: negative (no reaction). Sid 2 alinity I syphilis tp: 0.61 s/co (non-reactive) mikrogen recomline treponema igm: negative (tp47; very low intensity) mikrogen recomline treponema igg: borderline (tp257: low intensity) note: testing was performed using a retained reagent kit of alinity I syphilis tp reagent lot 72011be01 as the complaint lot 73539be01 was not available for testing. During in-house testing a discrepant result was identified between alinity I syphilis tp and recomline treponema igg. Therefore, investigation for lot 72011be01 was performed within this product evaluation. As also with this reagent lot result was non-reactive it could be shown that the customer observation is not lot specific. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lots 73539be01 and 72011be01. Device history review for lots 73539be01 and 72011be01 did not identify any nonconformances, potential nonconformance or deviations. In-house testing of a retained reagent kit of the lots 73538be00 and 72012be00, which contain the same bulk reagent as the complaint lot 73539be01 and return testing lot 72011be01 respectively, was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 73539be01 was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp for two patients. The samples were testing using other methods that generated reactive results. The following results were provided: case 1: 39-year-old male initial syphilis result= 0.78 s/co (negative); roche result= 4.08 coi (positive); tppa result= weakly positive; trust result= negative; elisa result= 1.40 s/co (positive); colloidal gold result= positive. Case 2: 85-year-old male with arthritis and coronary atherosclerosis initial syphilis result= 0.69 s/co; elisa result= 1.35 s/co (positive); tppa result= weakly positive; trust result= negative; roche result= 1.38 coi (positive); patient's autoantibody and rf test results were negative. Historical results: (B)(6) 2024, result= 0.65 s/co; (B)(6) 2024, result= 0.42 s/co; (B)(6) 2025, result= 0.37 s/co there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k/PMA/bla number k153730.

Event description:
The customer observed a false nonreactive alinity I syphilis tp for two patients. The samples were testing using other methods that generated reactive results. The following results were provided: case 1: 39-year-old male initial syphilis result= 0.78 s/co (negative); roche result= 4.08 coi (positive); tppa result= weakly positive; trust result= negative; elisa result= 1.40 s/co (positive); colloidal gold result= positive. Case 2: 85-year-old male with arthritis and coronary atherosclerosis, initial syphilis result= 0.69 s/co; elisa result= 1.35 s/co (positive); tppa result= weakly positive; trust result= negative; roche result= 1.38 coi (positive); patient's autoantibody and rf test results were negative. Historical results: (B)(6) 2024, result= 0.65 s/co; (B)(6) 2024, result= 0.42 s/co; (B)(6) 2025, result= 0.37 s/co there was no impact to patient management reported.